Event description:
On 12/26/2024, it was reported by a sales representative via email that an ar-2324kpslc peek knotless swivelock the sutures got stuck in the mechanism attempting to convert. A bunch of friction was met after which the shuttle loop snapped, and the conversion was unsuccessful. A punching 3.5 pushlock was opened, and the repair stitch, which was still past through tissue, was loaded into the anchor to complete the repair of the dog ear. This was discovered during a supraspinatus repair procedure on (B)(6) 2024. The patient was not affected. The case was delayed five minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.